Manufacturer narrative:
510(k) number: k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Problem statement: ¿forgot to remove safety wire before full deployment, so when dr removed device the whole stent came out attached to introducer. Another stent had to be used to complete procedure. There is no device to return. Dr. (B)(6) just told me what happened. This is not a product failure but a training issue¿ additional information received: general questions: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent removal. 2. What endoscope type and channel size was used? Duodenoscope 4.2mm. 3. What was the position of the elevator? Was it opened or closed? N/k. 4. Details of the wire guide used (diameter, type, make)? Metal stenting guide wire. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 6. How long was the stent in the patient by the time this complaint occurred? 30 seconds. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/k. Stricture information: 1. What was the length and diameter of the stricture? N/k. 2. Where was the stricture located in the body? Oesophagus. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? N/k. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? No. 2. Was the directional button pressed during use? No. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal. 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoro. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare, n/a. 2. Was the lasso (suture) loop used during repositioning / removal? No. Note: further questions sent to customer to gain clarification. File will be updated when answers received. Follow up report will be sent if required. Device evaluation: the evo-20-25-8-e device of unknown lot number was not returned to cook ireland. As the device was not returned a document based evaluation was carried out. Lab evaluation: as the device was not returned; a lab evaluation could not be conducted. Root cause: a possible cause for this complaint is the user not fully removing the lockwire when attempting to release the stent, resulting in the stent staying attached to the device. See complaint description: ¿forgot to remove safety wire before full deployment, so when dr removed device the whole stent came out attached to introducer.¿ it may be noted that as per the instructions for use, the following is stated: ¿when stent point of no return has been passed, pull safety wire out of the delivery handle near guide wire port¿. This event is therefore considered user error. Documents review: prior to distribution all evo-20-25-8-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number: c1391435. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number: c1391435. Summary: as the device was not returned the customer complaint is confirmed based on customer testimony . From the information provided, there have been no adverse effects to the patient were reported as a result of this occurrence.

Event description:
Forgot to remove safety wire before full deployment, so when dr removed device the whole stent came out attached to introducer. Another stent had to be used to complete procedure. There is no device to return. Dr. (B)(6) just told me what happened. This is not a product failure but a training issue.

Manufacturer narrative:
510(k) number: k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the evo-20-25-8-e device of unknown lot number was not returned to cook ireland. As the device was not returned a document based evaluation was carried out. Lab evaluation: as the device was not returned; a lab evaluation could not be conducted. Root cause: a possible cause for this complaint is the user not fully removing the lockwire when attempting to release the stent, resulting in the stent staying attached to the device. See complaint description: ¿forgot to remove safety wire before full deployment, so when doctor removed device the whole stent came out attached to introducer.¿ it may be noted that as per the instructions for use, the following is stated: ¿when stent point of no return has been passed, pull safety wire out of the delivery handle near guide wire port¿. This event is therefore considered user error. Documents review: prior to distribution all evo-20-25-8-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number c1391435. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1391435. Summary: as the device was not returned the customer complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Forgot to remove safety wire before full deployment, so when dr removed device the whole stent came out attached to introducer. Another stent had to be used to complete procedure. There is no device to return. Dr (B)(6) just told me what happened. This is not a product failure but a training issue.